Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-may-2024.

Manufacturer narrative:
Device evaluation: the device evaluation of the evo-fc-10-11-6-b of lot c1898678 was completed. The device involved in the complaint was evaluated in the laboratory on 09 aug 2023. On evaluation of the device the following was observed: red safety tab not returned. Directional button in recapture position. Safety wire not returned. Red shuttle on last dimple. Stent returned deployed but still attached the delivery system. Handle actuating fine for deployment and recapture. Stent released with slight pull. Manufacturing records: prior to distribution, all evo-fc-10-11-8-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b of lot number c1898678 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1898678. Instructions for use and/label: as per the instructions for use, ifu0062, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU or label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to patient anatomy. It is known from the available information that resistance was noted during insertion of the device into the patient and while attempting to deploy the stent. It is likely that a difficult target site could lead to the stent deployment issues reported by the customer. The device functioned as intended in the laboratory. It may be noted that the stent was returned fully deployed from the catheter but still attached to the delivery system. As the customer reported the stent only partially deployed it is possible the stent fully deployed once the delivery system was removed from the patient. Clarification was requested from the customer on whether they fully deploy the stent after the device had been removed from the patient. If information is received the file will be updated accordingly. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, two third of the stent deployed , the rest was jammed inside the catheter. Confirmed quantity of 01 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to patient anatomy. Complaint is confirmed based on customer and/or rep testimony.

Event description:
During the procedure, the prosthesis did not open or slide so that it could be anchored to the patient. The affected material is in storage, ainhoa, supervisor of the complementary p. Unit, 7ºd. "As per cc form": when the users began to release the stent both the doctor who handled the duodenoscope and the nurse who handled the evo release system noticed resistance while the stent delivered. When two thirds of the stent had been released, the rest of the stent that had not still released was jammed inside the catheter. They tried to recapture the prosthesis but it worked. The doctor decided to remove everything at once. That is, I remove the prosthesis together with the evolution system, the duodenoscope and the wire guide. After withdrawing everything successfully. He started the procedure again and placed another prosthesis (same reference) with success a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? During stent placement 2. What endoscope type and channel size was used? Olympus 3. What was the position of the elevator? N/a 4. Details of the wire guide used (diameter, type, make)? Metii-35-260 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Biliary duct 8. How long was the stent in the patient by the time this complaint occurred? 2/3 of the stent 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? Yes 12. What intervention (if any) was required? Same intervention with another evo-fc-10-11-8-b 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? N/a 2. Where was the stricture located in the body? N/a 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no 5. Was the stricture dilated before stent placement? N/a yes, no questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? N/a 2. Was resistance felt during insertion into patient? Yes 3. If yes, at what point? For as long as they were able to free the stent they felt resistance. In the end they could no longer release the last part of the stent questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify 3. Was the directional button pressed during use? Yes 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 5. Was the yellow marker kept in view during deployment? N/a 6. Are images of the device or procedure available? No questions related to during introducer withdrawal 1. Are images of the device or procedure available? No 2. Was final stent placement confirmed using endoscopy / fluoroscopy? Yes 3. If yes, what was used? Fluoroscopy 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a 5. Was the safety wire fully removed before removing the delivery system? Yes 6. Did any part of the product snag/get caught with the stent when removing the delivery system? No questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Other 2. If other, please specify. In this case, in which the stent was not fully released from the evo system, what the doctor did was to remove everything en bloc. I mean, he removed the duodenoscope, along with the stent and guidewire at the same time. These questions are not applicable to this case 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.